Event description:
Additional information received from the patient noted that their ¿ins had been working fine¿ since initial report. The patient did note however that they ¿had been messing around with the intensity as they were still in an extreme amount of pain.¿ it was noted that the patient checked their device often and that they did not know what would have caused their stimulation to drop to zero. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that on (B)(6) 2021, they noticed that the implanted neurostimulator (ins) charge wasn't not going down.  They explained that they charged the ins to full on (B)(6) 2021, but on (B)(6) 2021 the charge level was at 80%.  Then, on (B)(6), the charge level was still at 80%, so they were concerned about the charge level not going down plus they had a lot of back pain.  The patient confirmed the ins was on.  The controller was reset, and it was confirmed it was still at 80% charge.  The intensity was reviewed, and the patient realized that the intensity was at 0.2 ma when it was supposed to be 3.7 ma.  The patient didn't know how the intensity decreased on its own.   They increased the intensity during the call.  Group b was programmed on less power and group c had been used the other day too, but it was at zero ma at the time of the call.   It was reviewed that the low intensity settings could be the cause of the pain the patient was feeling as well as why the ins charge was not going down.  The patient was told to monitor the charging level now that they increased the intensity back up.